Manufacturer narrative:
Correction f10 device codes: obstruction of flow a1409. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat a ventricular tachycardia (vt), a metriq pump and an intellanav stable-point catheter were selected for use. Had several error messages and they appeared multiple times from the metriq pump: temperature drop, communication and occlusion. Some of the troubleshooting steps taken include pushing on the alarm buttons, turning pump and maestro off/on, opening the pump door and re-calibrate. Taking out the catheter and flush with high speed/turn on low drip rate and then reintroduce. Had to do it several times because the errors reappeared after some time. Only the occlusion error could not be resolved. The physician did not want to use a new catheter to resolve the issue. The procedure was already taking a long time so it was cancelled. Patient was sedated with general anesthesia. The catheter will not be returned as it was disposed. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat a ventricular tachycardia (vt), a metriq pump and an intellanav stablepoint catheter were selected for use. Had several error messages and they appeared multiple times from the metriq pump: temperature drop, communication and occlusion. Some of the troubleshooting steps taken include pushing on the alarm buttons, turning pump and maestro off/on, opening the pump door and re-calibrate. Taking out the catheter and flush with high speed/turn on low drip rate and then reintroduce. Had to do it several times because the errors reappeared after some time. Only the occlusion error could not be resolved. The physician did not want to use a new catheter to resolve the issue. The procedure was already taking a long time so it was cancelled. Patient was sedated with general anesthesia. The catheter will not be returned as it was disposed. This event is being reported for aborted/cancelled procedure with a patient under sedation.